Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.

Manufacturer narrative:
The country of origin is (B)(6). The field service engineer ran performance testing with acceptable results as no problems were found. The samples and affected reagent pack was requested for investigation.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results, for 4 samples, from 2 cobas 8000 e 801 module analyzer serial numbers (B)(4). Sample 1: the initial result was <2.2 u/ml (using e801 (B)(4)) and the retest result was 80 u/ml (using e801 s/n (B)(4)). Another retest was performed on an unknown e801 serial number with a result of <2.2 u/ml. Using e801 s/n (B)(4) x2 diluted: <2 x4 diluted: <2 x8 diluted: <2 x16 diluted: <2 x32 diluted: 2.08 u/ml. Using e801 s/n (B)(4). X2 diluted: <2 x4 diluted: <2 x8 diluted: <2 x16 diluted: 5.99 u/ml x32 diluted: <2. The result of 2.2 u/ml was reported to a physician. Sample 2: on (B)(6) 2019 the initial result was 8.9 u/ml and the rerun results were 39.9 u/ml and 9.2 u/ml. The serial serial numbers used for testing was not provided. Sample 3: on (B)(6) 2019 the initial result was 19.1 u/ml and the rerun results were 11.5 u/ml and 11.1 u/ml. The serial serial numbers used for testing was not provided. Sample 4: on (B)(6) 2019 the initial result was 155 u/ml (using e801 s/n (B)(4)) and the rerun result was 15 u/ml (using a different e801 with an unknown serial number). It was unknown if sample 2, 3 and 4's questionable results were reported outside the laboratory.